Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a severe oxygen interface leak. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported the oxygen pipe interface was damaged and loose. The km responder reported that the hospital had the oxygen pipe interface replaced to resolve the issue. The device was returned to service.